Event description:
Per spontaneous call from patient. Cadd legacy pump (B)(4) was giving a high pressure alarm last night and patient could not get it to stop. So she mixed a new cassette and switched to her backup pump. She did not change the tubing but has not been having any issues with the new pump. No harm to patient. Sending pt new pump for tomorrow and she will return broken pump to us. No further information available. Reported to (B)(6) by: patient/caregiver.